Event description:
The report received indicated that upon opening the package of the guidewire, the tip was found broken. The wire had a major kink, which caused the break. Further info indicated that there were difficulties removing the wire, from the package, as it was getting stuck in its protective hoop; there were no anomalies noted with the packaging. The intended procedure was a coronary angioplasty; however, there were no attempts to use the device in the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.